Manufacturer narrative:
Upon additional informiaotn this investigaitnl will be updated.

Event description:
Boston scientific received inform that the shocking impedances had decreased and were out of range after an ablation procedure took place. In addition it was noted that sensing had decreased. A review was requested from technical services when it comes to this case. Technical services noted that caution could be taken when shocking impedances are less then 20 ohms a possible electrode short or insulation breach could be possible and may result in a shorted shock lead warning screen. If this message appears the device may be damaged and should be replaced. Technical services discussed performing a shock test to verify the integrity of the lead system. A high resolution x-ray was also discussed by technical services. At this time the device remains implanted. No adverse patient effects were reported.